Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for cancer chemotherapy. The pump contained an unknown brand of morphine with a concentration of 25 mg/ml at a dose of 1.2 mg/day. It was reported the hcp broke the proximal connector during the catheter implant by pushing together too hard and snapping, so the representative utilized the proximal piece from the other catheter. The representative was requiring assistance with programming the new catheter information and priming. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.